Event description:
Our daughter is physically and mentally impaired. She is unable to sit up, walk or talk; but she is aware and like many teenagers she loves to watch tv/movie, listen to music, shop and when she is feeling well, go to school. In addition to a pervasive neuromuscular disorder, she has numerous severe -life threatening- food, drug and environmental allergies including a severe latex allergy. In 2007, surgeon surgically implanted a 9 foot long adult large baker jejunostomy tube with a latex retention balloon in our daughter's intestines as a jejunal feeding tube. Our daughter was known and identified by ccmc personnel as a latex allergic pt. Instead of promptly disclosing the error, the surgeon and ccmc physicians allowed our daughter's intestines to be exposed to a medical device containing latex for 2 weeks without the permission or knowledge of parents/plenary guardians. Despite complaints from parents that the tube was not working properly and documented signs -nursing and nutrition notes- that pt appeared to be reacting to the tube, ccmc personnel did not remove the device, or inform the parents of the latex in the device until 2 weeks later, causing pt to suffer a massive, acute level -anaphylactic- allergic reaction to baker tube. Less than 24 hours after discharge from this surgery, she was re-admitted to ccmc with a blood and central line infection. This egregious medical error was not a product problem, the device has a label clearly identifying it as a device containing latex. Medical personnel at the facility clearly identified our daughter as a latex allergic pt before, during and after surgery. Adult large - 9 foot long, 20 fr baker jejunostomy tube, product order ihp#6555000. This product is a FDA-approved for suctioning and decompression of small bowel obstruction -not enteral feeding- and the label of the device bears a warning of caution: this product contains natural rubber, latex. Dates of use: 2 weeks, 2007. Diagnosis or reason for use: jejunal feeding tube. Event abated after use stopped or dose reduced: no.

Event description:
Product containing latex implanted in handicapped teen with latex allergy. Our daughter, with multiple disabilities, special health care needs, and multiple life threatening food, drug, and environmental allergies. We always provide the hospital with a list of all her allergies and make sure the hospital is aware that our daughter has a latex allergy. Our daughter had surgery to implant a polyurethane central line and a jejunal feeding tube. The central line surgery went just fine; however, there was a problem with the jejunal feeding tube. For some reason the surgeon decided to use a 108 inch -9 foot- long baker jejunostomy catheter, large adult as our daughter's is jejunal feeding tube. The tube was implanted by surgeon assured us, he had an appropriate tube for jejunal feeding prior to the surgery. We have several problems with this device being used as a feeding tube. The baker catheter is designed as, and approved by the FDA as, a suctioning and decompression catheter for small bowel obstruction. We were told that it is not approved by FDA for use as a feeding tube and that ccmc is not licensed by the state to use it 'off-label' as a feeding tube. At 108 inches -9 feet- the tube is just too long to be used as a feeding tube for a teen. The surgeon has told us that even though this device is not approved as a feeding tube, he is allowed to improvise. Is this true? Is a surgeon allowed to improvise and use anything he wishes as a feeding tube for our daughter? To my husband it is almost sadistic to use a 20 french, 9 feet long catheter as a feeding tube. The clinic helped us and told us that a tube 9 feet long is not practical for feeding and should have never been used on our daughter. Our daughter had problems feeding through the tube and we kept complaining that it was not working. Ten days after our daughter's operation, the hospital decided to evaluate the tube and provided us a baker jejunostomy catheter similar to the one implanted in our daughter. Imagine our surprise when we discovered that the tube label stated that the baker jejunostomy tube contained latex. For 10 days the tube has been causing problems and our daughter has been having unusual reactions such as rashes, seizures, red spots on her chest and shoulders. The hospital failed to notice the caution on the label stating that the product had latex, and implanted a tube with a latex stabilization balloon in a teen, the hospital knew had a latex allergy and was wearing the hospital's red wrist band which identifies the pt as having a latex allergy. When her allergists found out, they insisted the tube be removed immediately and it was finally removed two weeks later. Dates of use: 2007; 2 weeks. Diagnosis or reason for use: gerd, malnourishment.